Event description:
I inserted a freestyle libre continuous glucose monitoring sensor into my arm, and when I removed it, I noticed that part of the pin had broken off in my arm. It's probably only 1 of 2 mm in length, and the drs have been unable to pinpoint it in my arm, so they can't operate. It's stuck in my arm. My arm hurts from the broken pin.